Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that two implanted screws broke. A variable angle plate from was used for a talonavicular fusion approximately eighteen months ago after a car accident. The fusion failed to unite and two of the implanted 2.7 mm variable angle screws broke. A bone graft and the initial plate and non-broken screws were used to treat the non-union. The patient¿s status is reported as fine. This report is for two unknown 2.7 mm variable angle screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device info: this report is for two unknown 2.7 mm variable angle screws/unknown lot. A partial part number of (B)(4) was provided. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.